Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000174501.

Event description:
It was reported a cerebrospinal fluid (csf) leak occurred while the physician was placing a lead. Postoperatively, the patient indicated having a headache. Follow-up information indicated the patient¿s headache has resolved. It is unknown which lead caused the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.